Manufacturer narrative:
Insulin pump was returned for low battery alarms, detailed trace analysis confirmed low battery alarms and power system error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Device received with cracked case at reservoir tube lip and battery tube threads. Device received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had low battery life. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.